Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported that during a surgical procedure, the tip of the photon blade broke. It was also reported that there were no adverse consequences and no delays as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a surgical procedure, the tip of the photon blade broke. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event.